Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: email . Additional information will be included in a follow-up report upon completion of the investigation.

Event description:
Customer reporting false negative flu b results on 8 symptomatic patients out of 180 patients tested. Customer states the results were positive by pcr. Report 3 of 8.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date h6; type of investigation codes ; investigation findings codes ; investigation conclusion codes investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 3x customer returned devices with flu a positive standard and 3x retained devices with flu b positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause:can not determine with customer return kit testing source: email.